Manufacturer narrative:
Additional information: device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the router has broken off and a piece is remaining in the handpiece during a case.  There was no patient impact, no adverse consequences, no surgical delay, and no medical intervention related to this event.

Event description:
The customer reported that the router has broken off and a piece is remaining in the handpiece during a case.  There was no patient impact, no adverse consequences, no surgical delay, and no medical intervention related to this event.